Manufacturer narrative:
On 12/14/2020, the product investigation was completed. It was reported that during preparation for an atrial fibrillation (afib) ablation procedure, while flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the sheath was leaking through the hemostatic valve. The valve appeared to be pushed into the sheath. The sheath was replaced, and the issue resolved. The device was not used on the patient. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The device history record was performed for the finished device 00001080 number and identified internal action (B)(4) related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during preparation for an atrial fibrillation (afib) ablation procedure, while flushing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the sheath was leaking through the hemostatic valve. The valve appeared to be pushed into the sheath. The sheath was replaced, and the issue resolved. The device was not used on the patient. The hemostatic valve leakage is an MDR-reportable issue.